Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
The router broke at the cutting end during a craniotomy for a temporal lobectomy. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Event description:
The router broke at the cutting end during a craniotomy for a temporal lobectomy. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Event date changed from (B)(6) 2019 upon receipt of additional information. Device evaluation: the device was returned for evaluation. Investigation results indicate that the most likely cause of breakage is localized excessive force applied near the tip of the router. The associated device's IFU contains the following warning "do not apply excessive pressure, such as bending or prying, with the cutting accessory, foot, or leg. Excessive pressure may fracture the cutting accessory or bend the attachment foot or leg" the quality investigation is complete.